Event description:
One touch ultra meter would not power on. Patient described having a tingling sensation in their fingers during the time of concern. Patient decided to visit their physician to have a blood glucose test, since they had not tested for 2 days. No treatment was administered. The customer service representative discovered that the battery had been replaced less than 1 year ago, battery contacts were in good condition, patient was using the correct type of strips, and the battery was correctly installed. Meter was replaced due to an unresolved power issue.